Manufacturer narrative:
Investigation completed 12/20/2016. Method: trend analysis. Review of integra complaint tracking database since 2013 revealed a total of (B)(4) similar complaints (including this one) of vtun that failed to read icp directly after placement. The complaints rate for vtun failure is (B)(4)%. Conclusion: no device was received for investigation after several documented attempts. The complaint is unverifiable and the exact root cause of the reported event could not be determined at this time.

Event description:
The vtun camino flex tunneled ventricular catheter had a catheter failure message on the cam02. The failure occurred after placement of the initialized catheter into the lateral ventricle of a (B)(6) male patient who was undergoing placement of evd (extra ventricular drainage) on (B)(6) 2016. The device was being placed due to head bleed from trauma. There was no patient injury and no revision or medical intervention required. The patient was prepped for surgery and there was no delay in surgery due to the product problem. The incident did not change the care provided to the patient. The added information from the camino aspect could not be delivered.